Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 200307 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, pictures of the defective product were returned for evaluation by our quality engineer team. Through examination of the pictures, a blister package referencing a microlance needle g27, material # 302200, and lot # 200307 appears to contain a g21x1 ½ needle product. The manufacturing records were reviewed and prior to the lot in question, a lot consisting of g21x1 ½ needles were packaged on the same manufacturing line. Although no issues were identified at the time of production, it has been determined that this reported incident resulted from a line clearance issue within the packaging machine. This line clearance issue was related to human error, which resulted in a remaining g21x1 ½ needle going undetected within the packaging machine by the operator. Based on the stringent preventive measures in place, we believe this was an isolated incident and with the efforts put forth to improve operator quality knowledge we believe this issue has a highly unlikely recurrence. No other complaints have been received for lot 200307 regarding this type of product mix-up issue. Regarding the inquiries provided by the customer feedback, there is no evidence to show there is the potential risk of more mixed product within this lot. After reviewing our production records, we can confirm that all product and quality processes were carried out normally and no evidence of this defect had been found. All daily comments from the shift leader regarding any maintenance or issues were reviewed from the manufacture of this lot and no detected issues were found. This incident is related to a line clearance issue resulting from human error and there is no evidence to believe any other batches are involved. All manufacturing personnel has been alerted of this incident to raise awareness for this potential defect on the production floor. A corrective and preventive action plan via pr# #2322240 has been initiated to further analyze the severity and occurrence of this issue.

Event description:
It was reported that a green bd microlance¿ hypodermic needle was found in a set of grey needles. The following information was provided by the initial reporter: "during our packaging process of our finished product we a the needles after we teared them of the bundle of 5 needles. One of our operators found on set containing a green needle instead of grey in the batch mentioned below".